Manufacturer narrative:
Unit passed displacement test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thump. No pump error 82 alarms noted during test. Verified in the pump history download the pump alarmed pump error 82 on 11/13/2023 22:00:00.000, 11/13/2023 22:01:00.000, and 02/02/2024 22:00:11.000 (file number: 121 line number 578) per software engineer log unable to verify cause. However, while applying the filters to the detail trace pump error 82 was not recorded. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly which indicates the hardware worked as expected. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor assembly. Motor was tested outside of the device on the stb3 station and passed. Unit received with: battery tube threads - cracked, cracked case on battery side, cracked case-corner of belt clip rails, cracked case (battery tube), cracked keypad overlay on select button, stained keypad overlay, and pillowing keypad overlay. P-cap locked in place. Pump error 82 was confirmed, however unable to confirm for software anomaly due to insufficient data in the detail trace file. Problem isolated to the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 82, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1880. Customer reported receiving a pump error. Troubleshooting determined that the issue did not recur after rewinding pump and completing rewind/prime process again with same set. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.